Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On (B)(6) 2024, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized on (B)(6) 2024 due to peritonitis. Follow-up with the patients¿ pd registered nurse (pdrn) revealed the patient presented to the emergency room (via emergency medical services) after experiencing a fall at home (treatment completed >4 hours prior). The patient sustained a head injury (laceration) while ambulating in the home, and briefly lost consciousness. Following admission, the patient was sent to the intensive care unit (ICU) for observation and further testing. While admitted a peritoneal effluent fluid culture and cell count were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) antibiotics (drugs, dosages, frequencies, durations not provided. While the specifics are not currently known, it appears the patient underwent radiological testing and was diagnosed with terminal cancer. The patient opted to discontinue rrt and enter into hospice care on (B)(6) 2024. As of (B)(6) 2024 the patient remains hospitalized and is awaiting placement in a hospice home. The pdrn stated the fall was caused by a chronic unsteady gait, and the cause of the peritonitis is unknown, as it went undiscovered until the patient was admitted. Per the pdrn, there is no concern the events were caused by any fresenius product(s) and/or device(s) deficiency or malfunction.

Event description:
On 17/jul/2024, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized on (B)(6) 2024 due to peritonitis. Follow-up with the patients¿ pd registered nurse (pdrn) revealed the patient presented to the emergency room (via emergency medical services) after experiencing a fall at home (treatment completed >4 hours prior). The patient sustained a head injury (laceration) while ambulating in the home, and briefly lost consciousness. Following admission, the patient was sent to the intensive care unit (ICU) for observation and further testing. While admitted a peritoneal effluent fluid culture and cell count were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) antibiotics (drugs, dosages, frequencies, durations not provided. While the specifics are not currently known, it appears the patient underwent radiological testing and was diagnosed with terminal cancer. The patient opted to discontinue rrt and enter into hospice care on (B)(6) 2024. As of (B)(6) 2024 the patient remains hospitalized and is awaiting placement in a hospice home. The pdrn stated the fall was caused by a chronic unsteady gait, and the cause of the peritonitis is unknown, as it went undiscovered until the patient was admitted. Per the pdrn, there is no concern the events were caused by any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: it is unknown if a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse events of a fall, head laceration and peritonitis, which required hospitalization and antibiotic therapy. Per the pdrn, the patient tripped due to a chronic unsteady gait which caused the fall and subsequent head laceration. The patient¿s peritonitis was undiagnosed until she was hospitalized due to the fall; therefore, the onset and etiology of the peritonitis cannot be determined. However, the pdrn reported the serious adverse events were unrelated to any fresenius device(s) and/or product(s) malfunction or deficiency. As of (B)(6) 2024 the patient had decided to enter hospice care due to a terminal cancer diagnosis, with the expectation being the patient will expire as a result. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse event. Furthermore, there was no report a fresenius product(s) and/or device(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications.